Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.4, lab: 2.7. Blood drawn and finger stick tested at the same time. Pt experienced a blood clot.